Event description:
Gore was made aware of info from a published literature article, gewillig m, budts w, boshoff d, maleux g. Percutaneous interventions of the aorta, future cardiology 2012; 8(2): 251-269. It was reported, there was late migration in a (B)(6) man. The pt reportedly presented with an asymptomatic pseudoaneurysm extending into the origin of the left subclavian artery which was treated with the gore tag thoracic endoprosthesis. A reintervention took place inserting a stent graft resulting in complete exclusion of the aneurysmal sac.

Manufacturer narrative:
Add'l info about specific pt, dates, devices, and event is not available, therefore, gore cannot determine if this event was previously reported. Lot numbers, pt info, events, and images were not available, therefore, no eval could be conducted. As lot numbers and images were not available, therefore, no eval could be conducted.